Event description:
On 05/19/2025, a sales representative reported via (B)(4) that an ar-6480 pump had a damaged pressure regulator. The case was involved, but the patient suffered no harm. Additional information: sales rep on 6/1 indicated this incident occurred during a shoulder scope, and the case was completed with this unit.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint is not confirmed. Unable to replicate the reported issue. During evaluation the device produces 1600 mls per minute with no errors. Although the power supply functions, per scar 0624-001 the power supply requires replacement. Physical damage observed to the lcd touch screen, top and bottom cover. Confirmed unit software version is current at v1.10 rev 33. Unit is missing qty 4 power cords/cables, qty 4 rubber bumpers. See vendor evaluation.